Event description:
It was reported by customer service report that the customer alleged that the retaining post came loose. The service technician could not duplicate the alleged issue and found no defects associated with the retaining post when he inspected the unit. No pt involvement or adverse consequences are reported.